Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the totalcare bed. The baxter technician thoroughly inspected the totalcare bed and was unable to duplicate the reported issue. The totalcare bed functioned as designed. However, if the reported event of head of bed not going up were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds.

Event description:
Baxter received a report that totalcare bed had head of bed not going up. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.